Event description:
The user facility reported that glidewire's tip "broke off" during removal follow-up communication with the user facility confirmed that: the device was being used in a "heavily stenosed area below the knee"; the guidewire became "stuck" in the calcified lesion the physician was trying to cross; continued attempts to remove the device caused the tip of the wire to separate; and the detached material was left unretrieved "in the pt's stenosis.

Manufacturer narrative:
Results- based upon evaluation of user facility info; based upon testing of reserve samples. Conclusions- based upon evaluation of user facility info; based upon testing of reserve samples. The involved device has not been returned for evaluation. Evaluation of a reserve sample from the reported lot confirmed there were no abnormalities or defects and all samples passed functional testing. There is no indication that there was any relation to a pre-existing device defect. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with the guidewire's tip having separated as a result of continuing to attempt to withdraw the device against resistance that was reportedly related to the pt's vessel stenosis due to calcified lesions. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which indicate that inappropriate manipulation of the glidewire under certain conditions may result in separation of the guide wire tip, damage to the guide wire, and/or damage to the vessel. Specific statements in the instructions-for-use include: "manipulate the glidewire gold slowly and carefully in the vessel, especially in the tight stenosis... If any resistance is felt or if the tip behavior and/or location seems improper, stop manipulating the guidewire and determine the cause through the fluoroscope." All available info has been placed on file at the manufacturing facility for appropriate tracking, trending, and follow-up.